Manufacturer narrative:
Concomitant medical product: product ID: (B)(4) ICD implanted: (B)(6) 2015. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and possible fracture on the left ventricular (lv) lead. The lead was explanted and replaced. During the lv lead extraction, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.